Event description:
Physician attempted to treat a lesion in the rca using a resolute integrity drug eluting stent . The vessel had chronic total occlusion. There were no difficulties noted when removing the device from the hoop or during preparation. The physician attempted to cross the stent through a previously deployed stent but it got caught and the struts were reportedly bent. The device did not reach the lesion. The procedure was finished using another resolute integrity stent. No patient complications were reported. It was reported that 'everything else in the procedure went fine'

Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Device evaluation: there were kinks located on the hypotube distal to the strain relief. Between the middle and proximal segments the stent had some misaligned struts evident, which were slightly raised and stretched. The distal tip of the catheter was damaged and appeared stubbed.

Manufacturer narrative:
Evaluation results: known inherent risk of procedure (failure to deliver stent and stent deformation). Caused by another device (the new stent got caught in a previously deployed stent). No results available since no evaluation performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Another device caused failure (the new stent got caught in a previously deployed stent). Unable to confirm complaint. (B)(4).